Manufacturer narrative:
Claim #: (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm micl13.2 implantable collamer lens, -16.00 diopter, within the same surgery due to the lens was implanted upside down. There was no patient injury. The lens was replaced within the same surgery with another same model/length lens and the problem was resolved. The eye was stable, with pigment on endo. The cause of the event was due to user error.